Event description:
It was reported that device movement/shift occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. Release criteria was met and the device was released. When device was released, it was noted that the device canted and migrated forward. There was wire bias prior to release. The patient remained in sinus rhythm. The cvor and cv surgeon were notified and the device was closely watched. It was proximal to the ostium, with half of the device out of the laa. A decision was made to retrieve the device. The device was successfully snared from the laa and removed. No effusion was noted with transesophageal echo (tee). The patient is reported to be doing well.